Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, varying capture threshold and sensing were observed. Dislodgement was observed via x-ray. The lead was successfully repositioned and remains implanted. Patient condition was good after the event.